Event description:
Caller reported that the cartridge was not fitting properly on the pump, with the cartridge not fully snapping into place. Although the impact on the customer's blood glucose level was not provided, there was a note regarding the presence of an o-ring on the pneumatic tap and debris around the area. Technical support instructed the caller to remove the case from the pump, clean the area using an alcohol wipe or lint-free cloth, and discard the malfunctioning cartridge. The customer was guided through filling a new cartridge.